Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.

Event description:
It was reported that one week after implant there was pacing failure. The patient experienced cardiac tamponade, atrial perforation, and lung puncture. A thoracotomy was performed for the perforation. It was further reported that it was observed the helix was bent. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. The patient has recovered from the tamponade.